Event description:
Per the clinic, the patient experienced pain and swelling at implant site. Subsequently, the patient was treated with oral antibiotics and steroid (specific date and duration not reported). The implanted device remains.